Event description:
The account alleged the bed exit will not set. No pt impact.

Manufacturer narrative:
The account found the pt position mode and out of bed mode will set. No further info is available on the repair of the bed at this time.